Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (discharged battery pack) has been confirmed. Upon evaluation, the battery charger connector was corroded. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (discharged battery pack) has been confirmed. Upon evaluation, the battery cells had low output voltages, and the battery was drained to where it could not be charged. The root cause for the discharged pack was likely the contamination of the charger's battery connector, not allowing the battery to charge and draining the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Device MFR dates: charger/modem sn (B)(4): 06/2010. Battery/pack sn (B)(4): 03/2010.

Event description:
A patient service representative assisting a (B)(6) male patient contacted zoll customer support to report that one of his batteries was dead and that his charger screen went black. The patient was sent a replacement battery and charger.